Event description:
A power morcellator was used to remove a fibroid that turned out to be a cancer, leiomyosarcoma. The cancerous cells caused new tumors to appear after a few months. These tumors caused death.